Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change due to normal battery depletion. During the procedure, it was observed that the right atrial lead had an apparent insulation breach. The pacing impedance was trending at the lower end of the range for the past year. When manipulating the lead while it was attached to the new device, the impedance would decrease further, but stayed within range. The physician applied a modified cap and secured it with medical adhesive. The lead impedance returned to it's previously noted value and did not fluctuate with manipulation. The patient was in stable condition.